Event description:
One day following a coronary drug eluting stenting treatment procedure, the pt expired. The physician treated the pt using rotoblator and a taxus express2 8.8% drug eluting stent (size unknown) implant in 2004. The physician was satisfied with the results and discharged the pt to a convalescent hospital. The pt expired either later the same day of the procedure or the day after. The cause of death is not known. Multiple attempts to obtain additional info have proven unsuccessful.